Manufacturer narrative:
(B)(4). (B)(4) - zipper damage. Evaluation results: evaluation of the returned product found the right side window perimeter guard zipper slider body is open and a zipper element (tooth) is missing. There is subsequent damage to the canopy that does not pertain to this issue. Note: posey instructions for use has a warning statement: never try to rip a panel open as this may damage the access panel or the zipper slider. (B)(4).

Event description:
The customer reported that the canopy has zipper damage on the right side panel, but couldn't provide more detailed information of the damage. There was no patient incident or injury reported. Inspection of the product shows the right side perimeter guard zipper slider body is open.